Event description:
It was reported that during a percutaneous carotid artery intervention stenting treatment procedure, the pt experienced hypotension. The index procedure treated the 80% stenosed, 8x20mm target lesion located in the ostium of the right internal carotid artery. Treatment utilized a bsc filterwire ez and placed two 10x24mm carotid wallstents. Following post dilation with an unspecified device, the residual stenosis was 10%. During the procedure, the pt experienced hypotension. No action was taken to treat the event and the event resolved without residual effects on the same day. The pt was discharged the following day with a stroke value of 0. Per the physician, the event was listed as "possibly related" to the study devices.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.